Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent dislodgement occurred. The 90% stenosed target lesion was located in the severely tortuous and moderately calcified mid left circumflex (lcx) artery. After dilation was performed twice using a 2.0mm non-bsc balloon at 10 atmospheres, the lesion was observed with an opticross imaging catheter. A 38 x 3.00mm promus premier&#10244;rug-eluting stent was selected but failed to cross the lesion. The promus premier stent was removed from the patient, however, it was noted the stent detached inside a 6f non-bsc guiding catheter. A 0.35 non-bsc wire was inserted beside a 0.14 guide wire and the detached stent was able to be removed together with the guiding catheter. A non-bsc guide extension catheter was inserted and a 3.0x34mm non-bsc stent was deployed and the procedure was completed. No further patient complications were reported and the patient's status was good.